Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurement. Additional information received from the field representative indicated that the suspected cause of high pacing threshold was lead fracture. This lead was surgically explanted and replaced. Furthermore, the lead will be returned. No additional adverse patient effects were reported.